Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 4:00pm. During the follow-up call, the patient reported that she tests her blood glucose between 3 to 5 times a day (6:30am, 12:30pm and 8:30pm) and claimed her normal blood glucose range is between ¿60-120 mg/dl¿. The patient reported that when her blood glucose falls below ¿30 mg/dl¿ it causes her to ¿collapse¿. The patient manages her diabetes with lantus insulin (unknown dose) and humalog insulin (self-adjusted dose based on meter readings). The patient denied making any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported that on (B)(6) 2014 at 1:00am, she developed symptoms of ¿collapsing, impossible to speak and think¿. The patient reported that 5 minutes after the onset of her symptoms she was treated by her husband with sugar and claimed she felt better one hour afterwards. The patient claimed she tested her blood glucose with the subject meter on (B)(6) 2014 at 2:00am and an alleged inaccurate high blood glucose result of ¿70 mg/dl¿ was obtained. The patient claimed she tested her blood glucose on another device (onetouch ultra) and a ¿much lower¿ result was obtained. During the follow-up call, the patient attributed the onset of her symptoms to administering too much insulin based on inaccurate high readings. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted the test strips had expired or had been stored incorrectly. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Based on additional information obtained from customer services, it was noted that during troubleshooting, the customer service representative (csr) confirmed the test strips had not expired or been stored incorrectly. Replacement products were sent to the patient.